Event description:
A report that a pt was feeling random jolting sensations from the ipg, and also when touching the battery site. The physician did not know why the pt was experiencing the jolting sensation and gave the pt the option to be revised; however, the pt chose not to be revised. The physician prescribed the pt medical marijuana. No add'l info is available.

Manufacturer narrative:
A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.